Manufacturer narrative:
Date of report: 21nov2019. Per report received, customer decided not to have the device repaired, so the device was returned unrepaired. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04nov2019.

Event description:
The customer reported an unknown noise in unit occurred. There was no patient involvement.